Manufacturer narrative:
Pt weight unk at time of this report. Following procedure, site rep checked accuracy on the pt and it was still accurate. System evaluation is currently in progress.

Event description:
Medtronic rep reported the surgeon alleged an inaccuracy during a cranial case. The surgeon was unfamiliar with the look-ahead view and did not have his probe perpendicular to the skull, therefore, did not create the flap directly over the tumor. The surgeon had to cut away approx 1 cm of additional skull flap to access the tumor. The surgeon removed the tumor and the pt is progressing as expected.